Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00359. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, the physician successfully advanced multiple coils into the aneurysm through the slim microcatheter. The physician attempted to advance another pc400 coil through the slim microcatheter; however the slim microcatheter kicked out into the parent vessel multiple times. The physician chose to remove the slim microcatheter and the pc400 coil and continued using a balloon guide catheter to create a more stable system. There was no adverse effect on the patient.